Event description:
A us distributor contacted zoll to report that a patient developed an itchy, red, bumpy rash under the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient was prescribed medication for skin allergies. It is unclear if the medication was prescribed before or after the skin irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.